Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient rep stated that it took the patient 10-12 minutes to get a bolus every time. An agent walked the patient rep through steps to clear data on the handset. The patient was able to get a successful bolus and the troubleshooting steps resolved the issue.